Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that alert/notification settings issue occurred. According to the patient, on (B)(6) 2025, her receiver didn¿t alert her for hypoglycemia, due to this issue the patient was hospitalized. There was no information about the cgm and bg readings, the symptoms, medications or treatment given to her and how long she had stayed at the hospital. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.